Event description:
I have, for months, been experiencing wildly inaccurate readings from the dexcom g7 continuous glucose monitor. It is often, even after calibration, more than 50mg off in reading my blood glucose. Tonight, once again, my g7 device was reading 240 when my actual blood glucose was 193. Since I have my dexcom attached to my tandem t:slim insulin pump to utilize control iq technology, it was administering far more insulin than I needed, and prompting me to manually correct with more insulin than was necessary. Because of this I have experienced wildly fluctuating blood glucose levels since I started using the device. When I pointed this out to other type 1 diabetics, there are many people replying that they are having similar issues with the dexcom g7. After contacting dexcom, I was told to continue to calibrate the device, to turn off control iq on my pump for the first 24 hours, and to be careful of user error. However, I have experienced this on at least four different devices. I believe there is a serious issue with the technology of the dexcom g7 that deserves to be investigated.